Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's act button not responding properly. The customer also reported an unexpected restart and an additional error alarm. Blood glucose level at the time of the incident was not provided. Troubleshooting did not show any malfunction of the insulin pump. The insulin pump was not replaced or returned for analysis.